Manufacturer narrative:
The reported event of noise was confirmed. Inner insulation damage caused by compression of the outer coil was noted at 22.6 cm - 23.7 cm from the connector pin consistent with clavicle crush damage. This is consistent with the observation from the field of noise.

Event description:
Related manufacturer reference number: 2017865-2021-19920 it was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of leads, it was noted that there was noise on right atrial (ra) lead and right ventricular (rv) lead which presented as inappropriate automatic mode switch (ams) episodes and high ventricular rate (hvr) episodes. The physician performed isometric testing on the patient and noise was reproduced on both ra and rv leads. The physician explanted and replaced both ra and rv lead on (B)(6) 2021. The patient was in stable condition.